Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: 413.344 / 9001514:, manufacturing location: (B)(4), manufacturing date: 28 may 2014, no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Unsure which "screw was responsible/used." 413.340 / 8991043. Manufacturing location: (B)(4). Manufacturing date: 23 may 2014. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 413.350 / 9114405. Manufacturing location: (B)(4). Manufacturing date: 27 august 2014. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 413.355 / 9017479. Manufacturing location: (B)(4). Manufacturing date: 12 june 2014. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 413.360 / 8987884. Manufacturing location: (B)(4). Manufacturing date: 16 may 2014. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in netherlands as follows: it was reported that there was a broken hto plate. Sept 15: plate breakage at hole d in patient after bilateral open wedge hto around 8 weeks post-operatively. Unknown cause of plate breakage. Update 24. Sept 2015 uej: the plate is broken at an occupied screw hole. Update 24. Sept 2015 uej: the screw is one of the following: 413.344 9001514, 413.34 8991043, 413.35 9114405, 413.355 9017479, 413.36 8987884. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that: all screws are intact and present no signs of damage. The tomofix plate broke through a occupied hole, but it can not be determined which screw was implanted at this screw hole. According to the rms report the tomofix plate was subjected to dynamic bending loads which led to a material overload / fatigue failure. There is no indication that the screws had any causal connection to the breaking of the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.